Event description:
It was reported that during an unspecified procedure, an unknown material was found on the device. The lesion being treated was an in-stent restenosis in the renal artery. The 2cm peripheral cutting balloon was inflated once. No difficulties with inflation or deflation were noted. Upon removal, the physician noted something hanging from the proximal end of the balloon that appeared to be a "silk string". The physician began pulling on it, and it appeared to unravel from the balloon in a distal direction, however, it never broke off. The procedure was completed with another stent deployed. There were no patient consequences from this event, the patient status was reported as 'ok'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.